Event description:
It was reported that an error code had popped up on the colonovideoscope when it was plugged in. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.